Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent a balloon kyphoplasty. According to the report, the procedure went well and the patient was satisfied and discharged. Approximately 7 months post-op the patient began experiencing back pain and went to the hospital. During a patient medical check, the doctor reportedly "found liquid (t2 stir hight) around the cement on the level of t12 or l1". A blood test revealed that it wasn't a bacterial or fungal infection. The pain subsided and the patient was discharged. No further information was reported.